Manufacturer narrative:
The reported red heart alarms were confirmed based on the information contained in the log file that was retrieved from the returned heartmate ii system controller. The events in the log file were consistent with thrombus blocking flow inside the pump and impeding rotor rotation; however, the presence of thrombus could not be confirmed, because the pump was not returned. The submitted x-rays suggested that there was driveline damage approximately 8 inches from the metal connector; however, a power reduction to zero, which is indicative of driveline damage, was not present in the log file. The constant pulsatility index event and power elevations were consistent with thrombus. Specifically, the log file showed that, prior to being shut off, the pump was operating below the low speed limit and having motor stop events without any power reductions while the system controller was connected to both batteries and the power module. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The pump remains implanted but was turned off and is no longer supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015, approximately 2 months after the patient elected to discontinue support and the pump was turned off.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 while the patient was in the hospital, the system controller was sounding intermittent red heart alarms. Review of the log file confirmed that red heart alarms were occurring only when the patient was connected to the power module. The patient was switched to battery power, and the alarms resolved. On the morning of (B)(6) 2015, it was reported that the pump stopped functioning. Pump support was withdrawn from the patient that day. A driveline repair (replacement) was considered; however, after internal discussions the hospital staff decided not to move forward with any driveline repairs that would restart the pump. The patient was asymptomatic. It was reported that the patient elected to be placed in hospice care. The pump was left in place with no intent to explant.